Event description:
The hcp reported that the patient was experiencing increased pain and x-ray revealed that "the catheter was sticking straight out of pump". The pump was implanted for 60 months. The patient was receiving compounded baclofen via the drug delivery system. The pump was replaced; final patient outcome not reported.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.